Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; the product issue occurred during an laparoscopic left colectomy at the point of colorectal anastomosis. The safety lever broke after the clamp and anvil came together, and the anastomosis was not tight. The anastomosis was resected and re-stapled. The issue did not lead to an extension in hospital stay for the patient. No device or device component fell in or was left within the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was broken off. Inspection under the microscope displayed nicks on the knife blade. The instrument was applied to the appropriate test media producing acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of knife blade damage that has no relationship to the reported incident. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. During this investigation, a secondary unrelated condition was identified as follows; knife blade damage was observed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The issue did not require medical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.